Event description:
The customer reported that the transmitter did not transmit a vital for a 1hr lapse time period, which resulted in a patient coding and the nursing staff were not aware.

Manufacturer narrative:
Philip is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be sent once the investigation is completed.